Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Red blood cell (rbc) spillover occurred during the procedure into the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
Investigation: the customer returned a used trima disposable set. Blood was present throughout the set. The return reservoir was noted to be 100% full and red cells had entered the vent bag. The platelet bag was empty. The returned set was visually inspected and there was no evidence of any kinks, occlusions, misassemblies and/or missing parts. The centrifuge loop was visually inspected, the ears were snapped in place and there was no evidence of a misload. No disposable defects could be identified. The run data file (rdf) was analyzed for this event. The generation of the ¿pas prime error¿ alert upon connection of the pas bag was due to fluid not seen at the lower-level sensor when expected during the additive solution priming sequence. It is possible, though not conclusive that the filter on the pas line was not primed completely when the continue button was pressed, the bag frangible was not broken correctly or the yellow clamp on the pas line was not completely opened. The trima accel device has software algorithms that use the rbc detector output to monitor and flag if an rbc spillover occurs during pas addition. Run data file analysis confirmed these algorithms were monitoring at all times during the pas addition process, however the reported rbcs were not detected and therefore no alerts were triggered. Run data file analysis did not show any rbc contamination at the rbc detector during the automatic pas addition process. Review of signals at the rbc detector during the automatic pas addition process showed that the cassette was cleaned correctly, and the pas fluid added to the platelet product bag(s) appeared clear. The root cause for the reported rbc contamination during the automatic pas addition process could not be determined from the dlog analysis. Possible causes for rbcs entering the platelet product bag(s) during pas addition include, but are not limited to: ineffective cassette cleaning during the pas priming process where the system cannot identify a change in the signal to detect passing rbcs; platelet and/or plasma channel line clamps may not have been fully occluding the channel lines, allowing fluid from the channel containing rbcs to be pulled up into the platelet product bag(s); inadequate pas fluid connection, causing any rbc contents within the cassette to enter the platelet product bag(s); incorrectly primer filter on the pas line; pas bag frangible not broken correctly or reseated; yellow clamp on the pas line not opened fully investigation is in process, a follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Red blood cell (rbc) spillover occurred during the procedure into the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
Investigation: the customer returned a used trima disposable set. Blood was present throughout the set. The return reservoir was noted to be 100% full and red cells had entered the vent bag. The platelet bag was empty. The returned set was visually inspected and there was no evidence of any kinks, occlusions, misassemblies and/or missing parts. The centrifuge loop was visually inspected, the ears were snapped in place and there was no evidence of a misload. No disposable defects could be identified. Investigation is in process, a follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in b.6 and h.10. Investigation: the customer returned a used trima disposable set. Blood was present throughout the set. The return reservoir was noted to be 100% full and red cells had entered the vent bag. The platelet bag was empty. The returned set was visually inspected and there was no evidence of any kinks, occlusions, misassemblies and/or missing parts. The centrifuge loop was visually inspected, the ears were snapped in place and there was no evidence of a misload. No disposable defects could be identified. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The run data file (rdf) was analyzed for this event. The generation of the ¿pas prime error¿ alert upon connection of the pas bag was due to fluid not seen at the lower-level sensor when expected during the additive solution priming sequence. It is possible, though not conclusive that the filter on the pas line was not primed completely when the continue button was pressed, the bag frangible was not broken correctly or the yellow clamp on the pas line was not completely opened. The trima accel device has software algorithms that use the rbc detector output to monitor and flag if an rbc spillover occurs during pas addition. Run data file analysis confirmed these algorithms were monitoring at all times during the pas addition process, however the reported rbcs were not detected and therefore no alerts were triggered. Run data file analysis did not show any rbc contamination at the rbc detector during the automatic pas addition process. Review of signals at the rbc detector during the automatic pas addition process showed that the cassette was cleaned correctly, and the pas fluid added to the platelet product bag(s) appeared clear. The root cause for the reported rbc contamination during the automatic pas addition process could not be determined from the dlog analysis. Possible causes for rbcs entering the platelet product bag(s) during pas addition include, but are not limited to: - ineffective cassette cleaning during the pas priming process where the system cannot identify a change in the signal to detect passing rbcs - platelet and/or plasma channel line clamps may not have been fully occluding the channel lines, allowing fluid from the channel containing rbcs to be pulled up into the platelet product bag(s) - inadequate pas fluid connection, causing any rbc contents within the cassette to enter the platelet product bag(s) - incorrectly primer filter on the pas line - pas bag frangible not broken correctly or reseated - yellow clamp on the pas line not opened fully root cause: platelet product contaminated with rbcs: the generation of the ¿pas prime error¿ alert upon connection of the pas bag was due to fluid not seen at the lower-level sensor when expected during the additive solution priming sequence. It is possible, though not conclusive that the filter on the pas line was not primed completely when the continue button was pressed, the bag frangible was not broken correctly or the yellow clamp on the pas line was not completely opened. The trima accel device has software algorithms that use the rbc detector output to monitor and flag if an rbc spillover occurs during pas addition. Run data file analysis confirmed these algorithms were monitoring at all times during the pas addition process, however the reported rbcs were not detected and therefore no alerts were triggered. Run data file analysis did not show any rbc contamination at the rbc detector during the automatic pas addition process. Review of signals at the rbc detector during the automatic pas addition process showed that the cassette was cleaned correctly, and the pas fluid added to the platelet product bag(s) appeared clear. The root cause for the reported rbc contamination during the automatic pas addition process could not be determined from the dlog analysis. Possible causes for rbcs entering the platelet product bag(s) during pas addition include, but are not limited to: - ineffective cassette cleaning during the pas priming process where the system cannot identify a change in the signal to detect passing rbcs - platelet and/or plasma channel line clamps may not have been fully occluding the channel lines, allowing fluid from the channel containing rbcs to be pulled up into the platelet product bag(s) - inadequate pas fluid connection, causing any rbc contents within the cassette to enter the platelet product bag(s) - incorrectly primer filter on the pas line - pas bag frangible not broken correctly or reseated - yellow clamp on the pas line not opened fully.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Red blood cell (rbc) spillover occurred during the procedure into the platelet product. The wbc count is not available. After multiple follow-up attempts, no further information is available from the customer. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.